Event description:
It was reported the patient had walked through a narrow doorway three days ago and hit their device very hard. The patient "felt as if something ripped". The patient stated they saw a blinking ins light on their patient programmer, were unable to adjust stimulation, and heard triple beeps. No further symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.